Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose. Customer's blood glucose was 421 mg/dl at time of the incident. Customer's blood glucose was 460 mg/dl at the time of the call. Device had alarmed no delivery alarms. Infusion set cannula was bent. Customer declined troubleshooting for high blood glucose. Customer will not be returning the insulin pump for analysis.